Event description:
Caller reported cgm error 42, but after a pump reset, the error was resolved. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, which resolved the issue, allowing the caller to successfully start their sensor session.